Manufacturer narrative:
(B)(4),

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of an unknown transmitter issue. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown transmitter issue occurred. Date of issue is an approximation. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed via log review by the findings of a signal loss. A root cause could not be determined.